Event description:
It was reported that during a tvt procedure the needle separated from the mesh while attempting to push the needle through the fascia. The surgeon did not make the abdominal incisions. The procedure was completed using another device. There were no pt consequences reported.